Event description:
It was reported that the right ventricular lead exhibited over-sensing of noise resulting in inhibited pacing. No intervention was performed. The patient was stable and will continue to be monitored.